Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that no leak was observed at the hub assembly. An open hole was observed at the sheath lap joint section of the device. The distance from the distal end of the transducer housing to the tip of the catheter is within specification. A good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that saline leakage occurred. The target lesion was located in the distal of right coronary artery (rca). During the percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used in order to visualize the target lesion. However, during preparation, saline leakage occurred from the hub of the device when flushed. The procedure was then completed with another of the same device. No patient complications were reported and patient's status is good. However, after device evaluation an open hole was observed at the sheath lap joint section of the device.